Event description:
In 2010, the lay/user patient contacted lifescan (lfs) alleging that the one touch ultramini meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication (metformin). The patient reported was feeling shaky "off and on" for the past 2 weeks but reportedly decided not to test her blood glucose. When her feeling of shaky "got worse" one week ago, the patient obtained "very high results" on the subject meter. The patient felt that the elevated results were inaccurate because she perceived her symptom to be low. As a result of the elevated readings, the patient administered self-care with cinnamon and she increased her metformin medication. The patient's symptoms of feeling "shaky" did not abate with the increase in her oral medication regimen. Four days ago, the patient reported blood glucose results of "10.1 or 10.3 mmol/l" with a lifescan meter and "6.x mmol/l" on a laboratory device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During troubleshooting, the customer care advocate noted that the subject meter was not coded correctly. This complaint is being reported because the patient claimed that her symptoms did not abate after she increased her medication regimen per the alleged elevated reading on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.